Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Information provided to a convatec sales support representative from an unknown source indicated that there was a "hair in the sterile inner package." The device was not used on a patient.

Manufacturer narrative:
No sample has been received and the investigation is based on a batch record review performed by the third party manufacturer. The batch record review indicates no discrepancies related to the reported complaint issue. All specifications were met and documented within the batch record. Lean operating information system (lois) was reviewed and there were no issues relating to the complaint. All preventative maintenance (pm) was completed to schedule. Machine logs were reviewed and there was no issues relating to the complaint. A review of the lot number, icc and malfunction codes shows this was the only case with this issue. A nonconformance (nc) was raised for this issue and has been closed. This complaint will be closed and the issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).